Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6) . Batch: 7083141.

Event description:
It was reported that the leads had high impedances. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.